Event description:
This rv lead was implanted on (B)(6) 2000. Lead was explanted on (B)(6) 2016 due to impedance of less than 200 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).